Event description:
(B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion #1 was located in the proximal left anterior descending (lad) artery with 85% stenosis, and was 15 mm long with a reference vessel diameter of 4.0 mm. Target lesion #1 was treated direct placement of a 4.00x16mm promus element ¿ study stent. Following intervention, residual stenosis was 0%. Target lesion #2 was located in the mid lad with 95% stenosis, and was 20 mm long with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with predilation and placement of 3.00 x 20mm promus element ¿ study stent and a 2.75 x 33mm non-study stent. Following post dilation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with coronary heart disease and was referred for cardiac catheterization. Three days from onset of symptoms, the patient was hospitalized. The following day, coronary angiography was performed and revealed 85% in-stent restenosis (isr) of the 4.00x16mm promus element ¿ study stent implanted in the proximal lad. The isr was treated with percutaneous coronary intervention (pci) with residual stenosis of 0%. The event was considered as recovered/resolved. One day post procedure, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was diagnosed with unstable angina.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).